Event description:
Per the clinic, the patient experienced skin flap necrosis and infection at implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with another cochlear device as of the date of this report. The patient also was hospitalized overnight to received IV antibiotics (specific date not reported).